Event description:
It was reported that the catheter broke. A direxion infusion catheter was selected for use in a peripheral arterial embolization (pae)procedure. The inner layer of the catheter became detached from the outer layer. The procedure was completed with a new device. There were no patient complications.

Manufacturer narrative:
Evaluation by manufacturer: the direxion microcatheter was returned to boston scientific for analysis. The device shaft was visually and microscopically analyzed for any damage. The device showed multiple bends on the distal end of the catheter shaft. The devices also showed 2 fractures located 3.5cm and 15.3cm from the hub. The device was not completely separated the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. A fractured shaft and bends were confirmed.

Event description:
It was reported that the catheter broke. A direxion infusion catheter was selected for use in a peripheral arterial embolization (pae)procedure. The inner layer of the catheter became detached from the outer layer. The procedure was completed with a new device. There were no patient complications.